Manufacturer narrative:
(Initial reporter facility name): (B)(6). Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used at the end of the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the third band, it could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.